Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the staff is having issues administering fluid through the smartsite needle free connector. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage while attempting to administer fluid during use. The following information was provided by the initial reporter: "continues to have issues with the bd smartsite needle-free valves not working correctly and staff complain of having issues of administering fluid through them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage while attempting to administer fluid during use. The following information was provided by the initial reporter: "continues to have issues with the bd smartsite needle-free valves not working correctly and staff complain of having issues of administering fluid through them."